Event description:
It was reported by the aci vascular closure specialist that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, closed the access site. There was a failure to achieve hemostasis after the device was removed from the pt. A hematoma less than 6cm was noted. The pt was converted to manual compression for less than 30 minutes at which time hemostasis was achieved. No further info is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.